Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the user was attempting to sign in using a password, but the system was requiring a witness. The customer indicated that the user experienced a delay in dispensing medication as a result of the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a temporary system state after the station reboot. A technical support specialist advised the customer to reboot the station. After the reboot, the customer tested both login methods and confirmed that both were functioning correctly. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the user was attempting to sign in using a password, but the system was requiring a witness. The customer indicated that the user experienced a delay in dispensing medication as a result of the issue. There were no adverse events or injuries reported based on this event.